Event description:
A (B)(6), male, patient, called in to zoll lifecor customer support to report that his monitor was messaging to "check modem" and would not respond when he reinserted the battery. Support issued the patient a replacement battery pack and monitor.

Manufacturer narrative:
Device manufacture date: monitor (B)(4): 02/2009, battery (B)(4): 10/2009, device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon inspection, it was discovered that a 20-pin white cable, component j107, had two damaged wires. The 5 and -5 volt lines were melted. It was also found that a 20-pin receptacle, component (B)(4) on auxiliary board, had burnt pads. The root cause of the internal damage cannot be positively identified. Once the auxiliary board and the damaged cable were replaced, the monitor was fully functional. Device evaluation of battery (B)(4) has been completed. The reported problem (battery won't power up system) has been confirmed. Upon receipt, the battery was found to have dead cells. One battery runtime expired flag occuring on this battery was found in the patient's download. The root cause of the dead cells cannot be positively identified but may be a result of the patient leaving the battery in the system for more than 24 hours. The battery cells were replaced. No adverse event resulted from the damaged internal cable or the dead battery cells. The patient received a replacement monitor and battery.